Manufacturer narrative:
The customer replaced the electrodes, reagents, and tubings and performed maintenance. The qc results were acceptable. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results from the cobas c 111 with ise analyzer. The samples were repeated on the cobas c501 analyzer. Patient 1 initial result was 116 mmol/l and the repeat result was 140 mmol/l. Patient 2 initial result was 101 mmol/l and the repeat result was 144 mmol/l. Patient 3 initial result was 152 mmol/l and the repeat result was 145 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.